Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was resetting. The cause for the failure was due to contamination on the j1 of the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported a monitor was resetting.